Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2jeha. Implanted: (B)(6) 2022. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 02-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient called in and reported that the machine in the back is broken, patient fell and the wire came apart. Patient mentioned that they'll have a new surgery on the (B)(6) 2024.

Event description:
Additional information was received. The patient mentioned they moved the ins from one side to the other side. Patient states previous implant was replaced because patient fell 4 different times and each time they fell on their back it disconnected the battery wires from the machine in the back and it was burning, electrical shocks , patient was in excruciating pain. Patient states with that last one when turning off external equipment it felt like therapy was off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.